Manufacturer narrative:
One unit was returned for evaluation. The unit was visually inspected. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no related complaints for this lot number were found.

Event description:
The distributor alleged that a foreign object was inside the fluid path of the syringe. This was identified during their initial inspection of received product. The device was not sent to a user facility.